Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone17.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours, on their arm. Symptoms reported include nausea and high blood glucose. It was reported that the patient was visiting with their endocrinologist, for treatment of osteomyelitis on their foot. The patient¿s blood glucose was high, so the endocrinologist suggested the patient go to the emergency room for further treatment. Details regarding treatment were not reported. Patient was still in the hospital when this event was reported. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.